Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the physician attempted to place the pacing lead, but could not obtain optimal impedance parameters. The physician attempted to reposition the lead, and noted that the screw in mechanism at first did not react. The lead was explanted and the procedure was completed with a replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the helix did not retract due to distal conductor distortion in connector due to over-rotation. If information is provided in the future, a supplemental report will be issued.